Event description:
The patient reported the infusion device sometimes shuts down without alert or error message. Four months ago, the infusion device shut down during the night and the patient's blood glucose measured 350-400 mg/dl when she woke up. She changed the battery and bolused through the infusion device to lower his blood glucose. The patient switched to her backup infusion device 1.5 months ago. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.